Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose increased to 26 mmol/l (468 mg/dl) with a ketone level of 0.5 mmol/l after wearing the pod for approximately 49 to 71 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Bleeding at the pod site was also noted. As treatment, a new pod was applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula, the cause of which could not be determined. No blood was observed on the device, and no damages were observed that would contribute to the reported bleeding/bruising event. No defects were observed on the adhesive pad or its welds that would result in the reported adhesive failure, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be stretched, resulting in a tear on the unexposed portion. The timing and cause of the observed cannula damage could not be determined.